Event description:
After placing the device over the wire in the patient, lever 1 was moved forward, button 2 pressed on the device. At this point the physician did not feel the device was working properly. Tried to put lever 1 back into regular position to remove device and it would not return to its original position. Incision made at insertion site large enough to remove the device and pressure held until hemostasis obtained.====================== health professional's impression======================device was not working properly when inserted and unable to remove.